Manufacturer narrative:
Regarding the customer's description the scope became blurred, this can be confirmed. The imaging is cloudy and blurred and the image is distorted. The shaft may have been subjected to excessive mechanical bending, which resulted in a rod lens fracture. No further damage to the optics can be detected. The damage detected is not due to a production/manufacturing defect but may have been caused during clinical use. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
Correction is provided in section g2. This event is filed under internal complaint ID: (B)(4).

Manufacturer narrative:
The product was first sent in for repair on february 3, 2025. This information is reflected in section d9. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID: (B)(4).

Event description:
It has been reported the scope became blurry or defective. No negative impact in state of health reported.